Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inr = 1.0 on two pts; repeat testing inr = 1.5 and 1.8 respectively.

Manufacturer narrative:
Investigation pending.